Event description:
It was reported that before an unknown procedure, the ligamax clip applier would not fire. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The instrument was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips, therefore, the instrument "would not fired" (activation of the lock out mechanism). The instrument is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.